Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid via an implantable pump. It was reported that the patient felt a pop and had pain. The physician evaluated and stated the spine incision may have opened up slightly and planned on adding a stitch. The environmental, external or patient factors that may have led or contributed to the issue was the patient stated they were leaning forward and felt a pop. The diagnostics and troubleshooting performed was the physician evaluated the patient and stated he would put a stitch in the back incision. The patient had normal temperature and lab work was normal. The actions and interventions taken to resolve the issue was the physician noticed white fluid in spine incision. They removed the distal catheter and sent the fluid for analysis. The pump was filled with preservative free saline. An infection was not reported. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2021; explanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.